Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient had difficulty charging the ipg and had to charge the ipg frequently. The patient underwent an ipg replacement procedure. The explanted ipg was discarded by the medical facility.